Event description:
Reportedly, the patient received several appropriate shocks. Upon interrogation on (B)(6) 2018, a warning message stating that excessive charge time had been detected and that the defibrillation system was potentially ineffective was displayed. The last charge time was 10.8 seconds, with a shock impedance of 43 ohms.